Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis, measuring 52.0 cm with the helix retracted and clogged with blood and tissue. A visual examination found an external insulation abrasion at 12.5cm and 12.9cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction on the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a mode switch due to noise oversensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.